Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the right-ventricular (rv) lead exhibited over-sensing of noise. No resolution was performed. The patient condition was stable.